Event description:
Patient tested on the suspect device with an inr result >8. The lab inr was 4.6. The doctor adjusted the patient's meds based upon the lab. The device was replaced and requested to be returned for evaluation.